Manufacturer narrative:
User facility stated the serial number they recorded on the medwatch form is incorrect and does not match the serial number format of the system 5000 (model number: 60-8005-001). After further discussing this situation with the user facility, I asked if all the system 5000s in their possession are in good working condition. The user facility replied with "yes, they are all in good working condition, we have not experienced any problems with them." With the incorrect serial number provided by the user facility, it is virtually impossible to isolate the suspect unit involved in recorded event.

Event description:
Cautery cord caught on fire.